Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2014-20105. The pt has two peripheral (off-label) leads. It is unk which one is related to the issue, therefore both are being reported. It was reported the pt was no longer receiving effective stimulation. X-rays confirmed that one of the peripheral lead had migrated. As a result, the physician explanted and replaced the lead and effective stimulation was restored.